Event description:
It was reported that the fiber cap "blew off" of the fiber during prostate vaporization at 3,232 joules. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. There was no pt or end user injury as a result of this event.